Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the patient was in sinus rhythm with a heart rate of 80 beats per minute (bpm). Following a pre-implant balloon aortic valvuloplasty (bav), widening of the qrs complex was observed that progressed with deployment of the valve up to the point of no recapture (ponr). No further changes were observed thereafter. Upon full deployment of the valve, the waveform "tilted" and deepened, and a heart block was observed.

Manufacturer narrative:
Updated data: b2. B5. D4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that complete heart block (chb) occurred following implant of the valve.

Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.